Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Multiple infusion set site changes were performed and the occlusion alarms continued. The customer experienced a blood glucose (bg) level of 780mg/dl and ketones. A manual injection was administered to address the bg level. No issues were observed with the pump supplies used during the occlusion alarms. Due to the elevated bg and ketone levels, the customer went to the hospital. While in the hospital, the customer received insulin intravenously. The customer was released from the hospital the following day after being admitted. Tandem technical support educated the customer in regards to occlusion alarms. The customer's clinical diabetes specialist attempted to follow up with the customer multiple times; however, no response was received.